Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked end cap, reservoir tube and scratched display window.

Event description:
It was reported that the bottom of the insulin pump came loose. The end located by the drive support cap. The damage occurred during the priming process. The insulin pump also alarmed. The blood glucose reading is 117 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.